Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating rv (right ventricular) oversensing, and unexpected delivery of a ventricular tachyarrhythmia therapy. On (B)(6) 2015, t-wave oversensing (twos) identified in ventricular fibrillation episode #7330 leading to inappropriate shock. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing (twos) by the right ventricular (rv) lead. Reprogramming of sensitivity was performed. The lead remains in use. No further patient complications have been reported as a result of this event.